Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) with the stent. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were numerous kinks throughout the midshaft. The tip was damaged. There were numerous holes/puncture and buckling sites throughout the inner shaft. The inner damage is consistent with interaction with a guidewire. The inner diameter was measured to be within specification. A thruway .018¿ guidewire was used for functional testing as the guidewire used in the procedure was not returned with the device. The thruway guidewire could not advance due to the damaged inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07526. It was reported that catheter entrapment occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express® sd renal/biliary stent was advanced to the lesion with a v-18 control wire. However, upon placing the stent to the target location, the guide wire became stuck and unable to be withdrawn. It was noted that a part of the guide wire was broken inside the express® sd renal/biliary stent delivery system. The stent was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07526. It was reported that catheter entrapment occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced to the lesion with a v-18 control wire. However, upon placing the stent to the target location, the guide wire became stuck and unable to be withdrawn. It was noted that a part of the guide wire was broken inside the express sd renal/biliary stent delivery system. The stent was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.